Manufacturer narrative:
According to siemens experts and local service, the system is functioning according to the specifications and as designed. This issue appears to be a result of an operator error.

Event description:
It was reported that a (B)(6) female patient was presented to the hospital for an x-ray. The patient was sitting in a chair at the foot end of the ysio system table with her knees under the table. According to the acting director of radiology, (B)(6), the floating table top was positioned all the way to the head end so that the patient's legs were positioned beneath the moving portion of the table. The technologist pushed the kick plate to lower the table, and lowered it onto patient's legs, which resulted in the patient receiving a broken femur. A follow-up call to the acting director of radiology was made (B)(6), 2011, and it was confirmed that the patient was admitted to the hospital for further medical treatment.